Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that now and then the customer had issues with the insulin pump. The caller stated that the customer's activities would not meet up with the customer's insulin on the insulin pump and at times the customer would take a glucose tablet. The caller stated that the customer passed away at home on (B)(6) 2011 due to being shot accidentally. The caller did not know the customer's blood glucose at the time of death. The customer was wearing the insulin pump at the time of death. The caller was not sure whether the customer used sensors or not. The caller stated that they no longer have the customer's insulin pump.